Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post-discharge check. Upon review, it was revealed that the right atrial lead exhibited high capture thresholds. Also, x-ray noted that the right atrial lead was dislodged. The right atrial lead was successfully re-positioned on (B)(6) 2020. The patient was stable throughout.